Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the stage 1 procedure started on thursday, (B)(6) and patient was not feeling stimulation on saturday, and saw a "cable not attached" message on patient app. Caller attempted to resolve issue by replacing the ens but did not resolve the issue. Per patient, she did not get the ens wet. Caller will discuss w/ physician the next steps. Additional information received on 2022-feb-22 from rep. They reported that the cause was unknown however the cable was in the irrigation fluid during closing at the time of stage 1. The steps taken for resolution was that the perc extension was replaced. The component will not be returned as it was discarded.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, lot#: unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G2 - date MFR rec updated to 2022-02-22. H6 - device code a26 added to capture event accurately. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.